Event description:
The customer reported a leak when using the unicel dxc 600i synchron access clinical system. The instrument was failing ise (ion selective electrode) calibrations and liquid of approximately 3ml was observed under the drain pump. The issue was referred to a beckman coulter field service engineer. The leak was contained to the instrument. The operator wore gloves and a lab coat while operating the instrument. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and identified an obstructed valve, j2. The obstruction was caused by bacterial growth. The fse corrected the problem by cleaning the valve j2 ports. The customer was up-to-date on maintenance. Identification of failure mode: the failure mode is an obstructed ise drain valve (p/n 467396). The beckman coulter (bec) internal identifier for this report is (B)(4).